Event description:
Patient ventilator was found alarming, on arrival into patient's room, staff found vent screen reading apnea alarm in red, with the oxygen box, peep box, rate box tidal volume box missing. Patient taken off of the vent and hand bagged. Ventilator had no flow coming through the circuit although it was connected to oxygen and air. Changed vent out with same vent settings. Biomed investigated the event logs on the servoi, downloading them to a service card. Biomed contacted manufacturer regarding the error code. Manufacturer stated that the pc 1771 board needs to be replaced. Manufacturer rep came in and downloaded the logs and took the faulty board and sent to maquet hq's for further investigation.